Event description:
It was reported that the patient controlled analgesia (pca) module was not infusing. There was patient involvement, however outcome is unknown. Upon additional follow up with the customer it was determined that this was a user error that was resolved with user training. The end user did not realize the patient dose cord needed to be plugged in when running a pca+continuous infusion before the start button would appear. There was no harm to the patient.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: medical device type. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient controlled analgesia (pca) module was not infusing. There was patient involvement, however outcome is unknown. Upon additional follow up with the customer it was determined that this was a user error that was resolved with user training. The end user did not realize the patient dose cord needed to be plugged in when running a pca+continuous infusion before the start button would appear. There was no harm to the patient.